Manufacturer narrative:
Continuation of d10: product ID:10fcc13, product type: sheath; product ID: 990045 product type: guidewire; product ID: 990045, product type: guidewire product. Event summary: the pscc100 catheter of lot number 0012927912 was returned and analyzed. No anomalies were identified during external visual inspection of the array and handle segments. During external visual inspection of the shaft segment. On the shaft segment, a kink was observed on the shaft at 17 inches from the handle nose. Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. However, loose connection between catheter and catheter interface cable was noted. Verification of steering mechanism was conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was conducted. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where a pplicable): electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components: during inspection of the shaft segment, a guidewire lumen kink was observed. During inspection of the handle segment, foreign material and a crack were observed inside handle connector receptacle. In conclusion, the catheter failed the return product inspection due to debris (adhesive residue) observed in the handle connector receptacle, a kinked shaft observed, guidewire lumen in the shaft region observed to be kinked and the connector pin carrier observed to be was cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the handle of the sheath made a clicking noise. There were persistent noisy electrograms suspected to be related to the connection where the cable inserts into the pulseselect catheter; the noise recurred throughout the case and required the physician to continuously hold the catheter cable firmly to mitigate the issue. Replacement of the catheter cable did not resolve the noisy electrogram, and similar noisy sensing was observed with a new cable, suggesting a possible connection issue with the catheter. The guidewire appeared to get caught and did not move freely during the procedure, raising concerns about a possible wire issue or an issue with the lumen of the catheter. Towards the end of the case, the wire would not move easily out of the catheter and appeared to catch and get stuck, requiring it to be pulled back into the catheter with force. Despite the issues, the procedure was completed with pulsed field ablation. No patient complications have been reported as a result of this event.